Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening of pain. It was believed that the pain was due to four back surgeries including placement of stimulator. The pain radiates from the stimulator upward. The patient also reported that the pain was consistent and was caused by the device. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 18352646 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening of pain. It was believed that the pain was due to four back surgeries including placement of stimulator. The pain radiates from the stimulator upward. The patient also reported that the pain was consistent and was caused by the device. The patient will undergo an explant procedure.